Event description:
It was reported that prior to starting post-anesthesia a da vinci-assisted surgical procedure, the harmonic ace instrument's teflon pad gasket came off after 10 minutes of use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected before use with nothing found out of the ordinary. The instrument did not collide with any other instruments or hard material and no fragment fell into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Fa found the instrument to have a damaged teflon pad on the clamping arm. No missing material. The complaint was confirmed by failure analysis.